Event description:
Event desc: a 3.0 mm x 20 mm balloon was passed into a coronary artery and inflated 3 times to 12 atmospheres. The device was then advanced and upon pull-back the stent dislodged from the balloon. The stent was not immediately located but was found in the proximal circumflex artery and distal portion of the left main. Attempts to retrieve the stent were unsuccessful and since the pt was to have bypass surgery, a decision was made to forego continued efforts of retrieval. The stent was later removed during bypass surgery.